Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation alleges pain and discomfort. Update: (B)(4) 2013 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review.

Event description:
Litigation alleges pain and discomfort.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 1/26/16-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, adverse tissue reaction, and corrosion. The stem is being added to the complaint. The complaint was updated on:2/12/2016.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Update: 12/13/2013 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. Update rec'd 7/7/2014 - sales rep reported revision surgery. Patient was revised to address pain, pseudotumor, and metallosis. The information received does not change the MDR decision. (B)(4). The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot code 2706659. A search of the complaint database finds additional reported incidents against lot code 2875419 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update (pfs-394) - pfs and medical records received. After review of the medical records, in addition to what was previously reported, litigation also alleges immobility and abductor muscle damage. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
This complaint has been reopened and is under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Sales rep reported revision surgery. Patient was revised to address pain, pseudotumor, and metallosis. The information received does not change the MDR decision.